Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/21/2020. Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the surgeon stated that he recently observed staple fracturing with a long limb of staple extending away from staple line. Other incidents include not properly formed staples or loose staples. The staple line does not seem as ¿pretty¿ as it used to. This issue seems more common in gastric bypass procedures on the jj. It seems the staple material is not as pliable. A post-op leak was observed three weeks ago in area of third firing. He mentioned that he¿s never seen a leak that far down on a sleeve. A drain was placed, and the patient healed and went home. It seems most malformed staples are on distal aspect of firing. The surgeon stated that occasionally, the surgical tech has a difficult time loading device with new reloads. The surgeon believes that the recent formation issues could possibly be related to the stapler rather than the cartridge.

Event description:
It was reported that the physician experienced a leak post-op on a sleeve gastrectomy patient. It is unknown of wether intra-operative everything looked to be a success. The leak was in the middle portion of the stomach. The patient was readmitted to the hospital.